Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard caused an issue with windows commands. The field service engineer inspected and found no issues with any keys on keyboard and has confirmed it was working. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the keyboard caused an issue. The customer reported that the user was unable to populate window commands. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.